Manufacturer narrative:
(B)(4).

Event description:
It was reported that an alert for high out range hvli was received. High impedance was observed on rv to svc vector. Programming changes were made. The patient will continue to be monitored with a routine follow-up.